Event description:
Nmc complaint (B)(4). Dr. Sizemore states that the length measurements have not been accurate. I am not sure about other cases but the case we performed yesterday had varying stent lengths. The case I am sharing was performed on the lad. We placed a 23mm length xience abbott stent and performed 2 post runs. Abbott has proprietary technology so their stent does not foreshorten or elongate. The first post lad run expressed a length of 25.8 mm but we put in a 23 mm stent. After this vessel we ballooned for malapposition, we performed another oct run. This time the stent length was measured by the software at 19.4 mm. There were 6 runs performed between the lad an cx and 5 of them had areas of uncertainty in the same area of each run. The physician stated that his tuohy was not too tight and there was no known resistance or injury to the catheter. The catheter was accidently thrown away. There was no issues with the catheter to pim connections or unusual pim sounds/knocking.